Manufacturer narrative:
One device was returned for analysis. Visual inspection found a cracked downstream occlusion seal. Review of the event history log (ehl) showed system fault 41,541. A visual test confirmed the reported issue. The cause of the reported issue was due to the latch lock flex sensor. As a result, the unit was beyond economic repair due to fluid ingression/contamination. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had error code 41541. Occurred during testing. No patient involvement was reported.